Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed the active exhalation verification test. There was no harm or injury reported. There was no reported patient involvement. During evaluation of the device by a manufacturer field service engineer, the three-way solenoid valve and proportional valve (active exhalation control module valve) need to be replaced to resolve the issue. The repair quote estimate has been sent to the customer and awaiting approval to proceed with the repair. No further investigation is required.